Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation & testing and upon completion, the issue relating to leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and leakage was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set leaked. No serious injury or medical intervention was reported.